Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). Technical services (ts) discussed troubleshooting options. The device remains in service at this time. No adverse patient effects were reported. Additional information was received that a patient follow up revealed no right ventricular (rv) lead issues. No interventions were performed and that the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device's spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited pace impedance measurements of greater than 3000 ohms, triggering a lead safety switch (lss). Technical services (ts) discussed troubleshooting options. The device remains in service at this time. No adverse patient effects were reported.